Event description:
The intraocular lens was removed and replaced without complication due to the patient's complaint of glare following implant.

Manufacturer narrative:
The intraocular lens has not been received for analysis. Halos are a known and labeled possible side effect of multifocal lens implant. The lens met manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
"Caller alleged discrepant results compared with the doctor's office and lab. Results as follows:" date: (B)(6)2009; inratio: 2.9; doctor's office: 2.2; lab: 1.83.

Manufacturer narrative:
Received lens shows contaminants on the optic and a distorted haptic. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. A review of the historical complaint data base revealed that no similar complaints from this lot number were received. Halos and glare are a known and labeled possible side effect of multifocal lens implant.